Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the user placed the cooler heater unit into rewarm mode, the unit alarmed "pump not primed". As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the alarm. The fsr replaced the pressure switch in the unit and completed a full inspection. The unit operated to MFR specs and was returned to clinical use. The suspect part was returned to the MFR for further eval. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.